Manufacturer narrative:
An event of advancement difficulty through patient anatomy and split in the valve capsule tip was reported. A returned device assessment could not be performed as the device was not returned for analysis. However, one picture was received from the field showed a slight split in the tip of the valve capsule with some scaring on the surface of the valve capsule, which could indicate interaction with rough surface such as calcification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the split in the valve capsule tip appears to be related to the advancement difficulty. However, the cause of the reported advancement difficulty could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system was chosen for a procedure. During procedure, the physician felt resistance when inserting the delivery system (ds). The ds was removed and nose cone had pushed back into capsule causing over capture and some flaring of the distal capsule and a split was noted. There was no issues noted on the valve. A new non-abbott sheath was chosen and inserted, a new valve and ds were loaded. The case proceeded and valve was deployed without further issues or complications. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.